Event description:
An attempt was made to treat an lad lesion exhibiting severe calcification. It is reported that the lesion was pre-dilated, the physician then attempted to implant an non medtronic stent, but the device could not passed the lesion. The physician then attempted to use an endeavor resolute (rx) drug eluting stent but this device also failed to cross the target lesion. The endeavor resolute device had been prepped prior to use with no reported issues. Another brand device was used to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. The stent was present on the balloon between the marker bands. The stent was damaged - the 10th distal segment had evidence of misaligned struts, the 7th and 8th proximal segments had evidence of overlapping and misaligned struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion: lesion morphology - severe calcification. Stent deformation. Stent deformed. (B)(4).